Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in an unspecified vessel. After the physician implanted an unspecified sized promus element stent; it was observed that the stent was deformed / "accordion". Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.: the batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).